Manufacturer narrative:
(B)(4). Insulin pump monitored for several days and no blank display noted. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer reported motor error on the insulin pump. Customer took out the battery before rewind the insulin pump. Contacts on the battery cap was normal. Customer reported that they did not received any insert battery alarm before blank display. Customer passed displacement test. Display did returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.